Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion being treated was located in the severely tortuous distal right coronary artery (rca). A 3.50x20mm promus element stent delivery system (sds) was advanced and deployed in the proximal rca. A 3.00x12mm promus element sds was then advanced to the distal rca and was unable to cross the lesion. The distal part of the stent was lifted. Another 3.00x12mm promus element sds was then advanced to the distal rca and was also unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).